Event description:
Pentax medical was made aware of a complaint which occurred in the emea region during inspection in the workshop with the following complaint "lcb broken/reduced to 70%" involving pentax medical video colonoscope model ec-3890fk2, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The broken lcb(light carrying bundle) will be replaced as part of the service request. On 19-aug-2021, a device history record(DHR) review for model ec-3890fk2, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 19-jul-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 19-jul-2019. This event is FDA reportable due to the lack of information to justify that this event would not cause or contribute to a serious injury or other adverse event.

Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.